Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement was performed on (B)(6) 2019. The pump would not be returned, as "the hospital didn't agree."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving morphine (1,250.0 mcg/ml at an unknown dose), clonidine (52.0 mcg/ml at an unknown dose), and marcaine (unknown concentration at 2,435.9 mcg/day) via an implantable pump for an unknown indication for use. It was reported a patient had their pump implanted in 2014, and now the elective replacement indicator (eri) was "showing to replace the pump in the following 2 months." The representative was questioning the reason behind the early battery depletion. There were no reported symptoms. No complications were reported. A picture of the 8840 n'vision was provided; the estimated eri was 2 months. Additional information was received. The patient was receiving morphine at 1,326.1 mcg/day and clonidine at 55.167 mcg/day. The patient's pump was implanted on (B)(6) 2014. The issue was first observed on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a distributor via a manufacturer's representative. It was stated no action had been taken yet, but the hcp had appointed a pump replacement due very soon.